Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'missing channel guide label' which was reproduced. Visual inspection found the cause to be a missing direction of flow label and the label was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no channel guide label. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.